Event description:
It was reported that there was a hole in the tubing 2" from the luer connector. It is unknown if the hole was observed before or during use. Reportedly, there were no patient complications reported. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.